Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 2.1 mmol, 11.1 mmol, 9.9 mmol. Tests were done within 20 minutes with a difference of 69%. Pt did not experience any adverse events. No further info has been reported.